Event description:
Pt reported obtaining a capillary blood glucose result of 398 mg/dl, while using the suspect device. Based on this result, pt reportedly souhgt treatment at a hosp. Pt stated that, 1.5 - 2 hours later, his blood glucose (sample type not provided) measured 73 mg/dl, in the facility's lab. No treatment was received. Pt indicated that he retested his blood glucuse using the suspect device, 1.5 - 2 hours later and obtained a result of 372 mg/dl. Pt did not self- treat based on this value. At the time of this report, pt had disposed of the suspect device. No product was returned to the MFR for evaluation.